Event description:
Patient reported that cadd legacy pump keeps beeping. Patient has noticed that some extension sets are leaking where they attach to cassette. No issues or harm to patient. No further information available. Mix 26ml remodulin with 74ml diluent in cassette and infuse continuously. Per physician's order change cassette ever 48 hours. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes, did we replace device: yes. Reported to (B)(6) by: patient/caregiver.